Manufacturer narrative:
Results and conclusion: (event most likely due to disengagement of guide catheter during use resulting in the disturbance of the stent and subsequent dislodgement). (Device or procedural images not provided for review). (Event most likely due to disengagement of guide catheter during use). (B)(4).

Event description:
The physician intended to deploy an integrity 3.0 x 26 mm bare metal stent. It was reported that during the attempted deployment the guide catheter disengaged. The stent was partially deployed and when pulling back the system, the stent dislodged and embolized. The stent was reported to have been lost and was presumed to be lost in the lower extremities. It was suggested that the event was anatomy related. No further patient complications were reported.